Manufacturer narrative:
Initial and final MDR (B)(4) -device 1 of 2. E1: patient city: (B)(6). Patient country: germany. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in germany. It was reported by the patient's mother that her child patient faced events of bent tubing on (B)(6) 2025. The issues occurred with two infusion sets. No further information available.